Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 23, 2015 ¿ july 24, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The expected infusion time was 48 hours. However, the contents of the device took 68 hours to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.